Manufacturer narrative:
Device evaluation: the device related to the reported events deflation was received on march 11, 2025, with catalog mcgahan 270cc. Based on the product analysis performed, the assessments of the complaint codes are: deflation: not observed. As per the investigation procedure, crease, wear abrasion and delamination were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side deflation. Device has been explanted and replaced.

Manufacturer narrative:
Clarification to d6a implant date: partial implant date provided as "2001" further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted and replaced.